Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that seventeen (17) years post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details provided.

Manufacturer narrative:
Method: device not returned. Although there have been attempts to receive further information regarding the event, no additional details were received. The surgical valve was not returned to edwards for analysis as it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.